Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the on switch will not turn on the unit. No pt injury or pt safety jeopardized.